Manufacturer narrative:
No product was returned for evaluation. The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer intermittently experienced continuous, ongoing elevated blood glucose (bg) levels. Blood glucose values were not provided. Reportedly, the cause of the event was due to a "bad site". Infusion set site changes were performed to address bg levels. Customer declined a follow up or further questioning from tandem technical support. Type of infusion set used was not reported.